Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Ten days after being admitted to the hospital, antibiotic therapy was complete. On the same day, dianeal therapies were discontinued and the patient was transferred to hemodialysis therapy. The patient was discharged from the hospital twenty-three days after admission. At the time of this report, the patient was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy pd effluent and on the same day as onset, the patient was hospitalized for the event. On the same day, the patient was treated for the peritonitis with tienam (intraperitoneally (ip), 1 gram, every day) and proxacin (ip, 200 milligram every day). At the time of this report, the patient was still hospitalized and treatment with tienam and proxacin was ongoing. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapies were ongoing. No additional information is available. .